Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used in this study: lasso catheter, carto mapping system manufacturer's ref. No: (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported two patients with symptomatic, drug refractory af underwent pulmonary vein antrum isolation and developed a minor venous bleeding. Both patients were conservatively treated and did not require blood transfusion. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿time matters: adenosine testing immediately after pulmonary vein isolation does not substitute a waiting period.¿ the purpose of this study was to test the hypothesis that adenosine testing immediately after pulmonary vein antrum isolation reliably reveals pv reconnection and thereby eliminates the need for an observation period. 50 patients were involved in this study. Suspect device is smarttouch thermocool catheter, however catalog and lot number are unknown. Concomitant products were used in this study: lasso catheter, carto mapping system

Manufacturer narrative:
(B)(4).